Event description:
The report states that there have been three separate occurrences of "back flowing of IV fluids into the protective sleeve". Additional information states "this product is not new in our unit; however, we do this infrequently. There has been education [sent out]". The catheter was not replaced. Attempts made to inquire about the patient status have not been answered by the customer. If additional information is received, the report will be updated. Associated mdrs 3010532612-2022-00498 and 3010532612-2022-00497.

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Further information received from the customer on 17 nov 2022 states that this event occurred while in use on patients. The clinicians were unable to switch the set on the patient as they were actively pacing and the physician was not comfortable doing so. The patient ultimately went to the operating room for placement of a permanent pacemaker. No medical intervention required regarding the backflow of the IV fluids- the clinicians positioned the line to minimize fluid loss. The customer is unaware of the patient's current condition, the patient was transferred to the floor after the placement of the permanent pacemaker in the or.

Event description:
The report states that there have been three separate occurrences of "back flowing of IV fluids into the protective sleeve". Additional information states "this product is not new in our unit; however, we do this infrequently. There has been education [sent out]". The catheter was not replaced. Attempts made to inquire about the patient status have not been answered by the customer. If additional information is received, the report will be updated. Associated mdrs 3010532612-2022-00498 and 3010532612-2022-00497.